Event description:
It was reported that during equipment testing conducted by a manufacturer service technician at the user facility the sonopet console irrigation was not working. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.